Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that the doctor taken him off the medication and now his sugars are running high like 500mg/dl, 490mg/dl, 390mg/dl and 385mg/dl. The high blood glucose has been going on for about two weeks ever since doctor took him off the medication. The patient's blood glucose at time of incident was 500mg/dl. The patient's current blood glucose was unknown. The customer had trouble in breathing today. The customer treated for high blood glucose by bolusing with the pump. The customer stated he would contact his doctor and disconnected the call the customer stated that he cannot verify the pump serial number due to macular degeneration. The insulin pump will not be returned for analysis.